Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No check settings alarm and no device problem found anomaly noted during test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she needed help programming her insulin pump; she was stuck in the rewind and priming mode. The patient's blood glucose was 499 mg/dl prior to the call while she was off of the device. The customer was successfully assisted with programming the insulin pump. The insulin pump was not returned for analysis.